Manufacturer narrative:
Immucor technical support used remote electronic connection method for assessment; camera report was optimal and event log showed no associated errors/warnings. On july 30, 2018 an immucor field service engineer inspected the galileo echo v.2 instrument serial number (B)(4) (instrument was inoperable upon my arrival). The customer had previously replaced the rinse station filter and upon investigation the fse discovered that the tubing that evacuates the rinse station had a loose luer lock connection beneath a cover which obstructs the customer's view of the connection. The fse retightened the luer lock connection and verified the rinse station drained properly. Following the repair the fse performed a preventive maintenance inspection to confirm that the instrument operates to specifications and was returned to the customer for normal usage. (B)(4).

Event description:
On (B)(6) 2018 a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo v.2 instrument on (B)(6) 2018.